Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holder all the way down, the right plunger case was cracked, and there was contamination present. A review of the event history log identified system failure force sensor bridge test. In the history. During functional testing using force sensor test and the power up process the reported issue of force sensor test error was duplicated. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the top case and the sensor and replaced the plunger cable for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump's top case was cracked and exhibited a forced sensor error. No patient injury was reported.